Event description:
It was initially reported that the patient was at unintentional setting which may have indicated that an incomplete diagnostics may have occurred. The patient had previous been reported to have their generator turned off due to high impedance. The physician noted that he will decrease the off time at a later scheduled appointment. Attempts for additional information and programming history have been unsuccessful. The high impedance was reported on medwatch 1644487-2004-01128.

Event description:
Additional information was received that the patient had their setting adjusted to output current ¿ 1 ma, signal frequency ¿ 20 hz, pulse width ¿ 500 usec, on time ¿ 30 sec, off time ¿ 5 minutes.